Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/01/2010 that a customer had an issue with a pair of scd tubing. The customer reports approximately 2 years ago at a previous facility, a patient fell and hit her head after getting entangled in the scd cords. Five days later, the patient passed away of a subdural hematoma. Spoke with (B) (4) on 06/09/2010. (B) (4) stated that she was unsure if the past facility she worked at even used covidien scd equipment.